Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on, overheating) has been confirmed. Upon eval, there was extensive damage to several components on the c/a (computer/analog) board and defibrillator board. Multiple power supplies were shorted (5v, -5v, 5.4v, 1.8v, 3.3v on the c/a board), (1.8v, 3.3v in pld). Components u1003, r45, r689, r684 and u1005 were all damaged on computer/analog (c/a) board sn (B)(4). On the defibrillator board, d11 was shorted and u15, u17, u18 were thermally damaged. The cause of the inability to power on was the damage to the c/a and defibrillator boards. The cause for the damage is high current. The cause for the high current is broken leads on high-voltage capacitor c21 in the defibrillator board sn (B)(4). The root cause for the broken leads on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was overheating and the screen was black. The pt was issued a replacement monitor.